Event description:
As reported, during testing with this fogarty catheter, the balloon deflation was slow. The issue was solved by replacing the unit. There was no allegation of patient injury. The device was received for evaluation and the balloon deflation time with water was out of specification.

Manufacturer narrative:
One fogarty catheter was received by our product evaluation laboratory for a full evaluation. The balloon was inflated with 0.9 milliliters ro water and the balloon inflated concentric and did not leak. However, balloon could not deflate completely after 60 seconds (aided with water). The maximum deflation time is 15 seconds (aided with water). Balloon deflation time with water was out of specification. Cut down was performed on the catheter body to locate occlusion. Balloon inflation lumen was found to be collapsed near the proximal bushing. Balloon latex, bushings and windings were intact. Through lumen was patent without any leakage or occlusion. No visible damage was observed from catheter body. Further investigation was completed by the engineers in the manufacturing site, and it could be concluded that the failure is likely due to manufacturing. The manufacturing personnel has been notified about this condition and this non-conformity is currently being investigated to prevent recurrence of this type of complaint. The balloon and final inspections were correctly documented in the work order process steps. There is no sufficient evidence that more affected units were distributed in the market with the same condition. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.